Event description:
Reporter indicated that patient experienced wound infection and dehiscence at the generator incision site one week following implantation surgery. The physician stated that it was a "straightforward wound infection and he did not notice an infection of the device." The wound was cleaned and reclosed. Good faith attempts to gain additional information have been unsuccessful to date.